Manufacturer narrative:
Date of event - estimated as the event date is unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The patient's heart was perforated during the procedure.